Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had redness and an appearance of a large pimple on midline incision. The physician elected to open the midline incision up to debride on (B)(6) 2024, during the procedure the leads were inadvertently pulled down. As a result the leads were explanted and replaced to address the issue.